Event description:
Procedure type: splenectomy. According to the reporter: the clips on the vessel were not properly molded. After closure the clip crossed, cutting the splenic artery. Conversion of the procedure from laparo to open. Blood transfusion and the artery was bound (hand sutured) to the point where the clip cut it into. The surgery time was extended more than 30 minutes, there was bleeding more than 250cc. Clips fell into the pt cavity and were removed. Performed pharmacological treatments and prolonged hospital stay. It was necessary to complete the surgery with a new device.

Manufacturer narrative:
(B)(4).